Manufacturer narrative:
(B)(4). A manufacturing record evaluation was performed for the finished device plbdldp0 number, and no non-conformances were identified. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested and the following was obtained: the patient demographic info: age, weight, bmi at the time of index procedure not available. Were x-rays performed to localize the needle fragment? Yes. What instruments were used to grasp the needle? Needle holder. Where was the needle grasped during use? 2/3 of the way from the swage. What tissue were the needle pieces removed from during second procedure? Perineal muscle. Will the device be returned for evaluation? No the device was disposed of once removed. What is physician¿s opinion as to the etiology of or contributing factors to this event? They are unsure how it happened, the midwife who had the incident. Can you identify the product code and lot number of the 3-0 vicryl rapide that needle broke during same procedure? Lot am3056 expiry: 05-2024. Was the 3-0 vicryl rapide needle removed from the patient during the same procedure? Patient had to be taken to theatre to remove the needle. What is the status of device return for evaluation? Unable to be returned as disposed of. What is the patient¿s current status? Fine and unharmed. Additional device captured in mw 2210968-2020-00589.

Event description:
It was reported that the patient underwent natural birth and laceration repair procedure on (B)(6) 2019 and suture was used. The needle broke during use. X-ray revealed the needle inside the perineal muscle. A second procedure was indicated to remove the needle piece. The patient condition is reported as fine and unharmed. Additional information has been requested.